Event description:
During a whole body scan, the flat panel located at the top dead center (tdc) came loose and swung down coming in contact with the patient and technologist. The patient and technologist sustained injuries to their lower leg (patient) and arm (technologist).

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).